Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges trouble breathing, headaches, and a severe cough due to the use of the machine. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) box b2 was corrected to other serious or important medical events. (Previously it was blank) box h1 was changed from malfunction to serious injury. Box h6- health effect impact code was updated.